Event description:
It was reported that this right ventricular (rv) lead had switch to safety mode and exhibited high pacing impedance. Chest xray was performed and it was confirmed that the lead had fracture. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.